Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt suffered an embolic cerebrovascular accident (cva) and received palliative care. The pt subsequently expired.

Manufacturer narrative:
The pump was not returned. A correlation between the device and the reported stroke could not be determined through this evaluation. The instructions for use lists stroke as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.